Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that occlusion occurred at the tubing site. The infusion set was in use for more than 48 hours. No further information available.